Manufacturer narrative:
(B)(4). The complaint mr290 device is currently in transit to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon receipt of the complaint device and completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that a water leak occurred at the feedset of an mr290 autofeed humidification chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the returned device had a break in the feedset tubing at the connection to the chamber. The surface of the break was rough and not smoothly cut. A lot check revealed one other complaint of this type for lot number 120424. Conclusion: the damage appeared to be caused by the feedset tube being pulled away from the chamber, possibly due to the feedset tube being caught or under tension. We have conducted extensive testing of our mr290 chamber, with particular emphasis on feedset breaks. (B)(4). In addition, all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the damage to the feedline tube occurred after the product was released for distribution. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that a water leak occurred at the feedset of an mr290 autofeed humidification chamber. No patient consequence was reported.